Event description:
It was reported that the device was powering off on its own. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main control keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and was unable to duplicate the initially reported failure; however, it was observed that some of the conductive coating on one of the power switch plastic bubbles had flaked off and lodged between the interlaced contact fingers on the circuit board. This could cause intermittent shorting and for the device to power off and on.